Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop lung cancer. The patient did receive medical intervention in the form of a surgery for lung cancer removal. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.